Event description:
It was reported that the patient had a replacement surgery due to high impedance. The explanted device will not be returned due to the explanting facilities policies. No additional or relevant information has been received to date.